Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Claim #(B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2, -10.0 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2023 from patient's right eye (od) due to significant reduction of irido-cornel angles and excessive vault.this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
A4, a5, a6: unk. H6 - health effect clinical code 4581: significant reduction of irido-coneal angels. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4)